Event description:
It was reported that a fuse had blown twice in six months and the tcm was intermittently making ice. The product was not changed out but the surgery was completed successfully.

Manufacturer narrative:
The plug that was being used for this system had to be swapped out to be tested. When changing the electrical plug to allow for testing, the field service representative found a broken connection of the brown wire and it was not making a good connection. The plug was changed and the system operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.